Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, anisomastia, device migration, breast implant palpability/visibility. H6 health effect - clinical code e2402: breast implant palpability/visibility. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350 cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had routine mammogram imaging performed which indicated a ruptured left breast implant and right breast implant calcifications of the upper outer quadrant. She also complained of bilateral breast asymmetry and sought consultation with a medical professional. During the consultation, the patient was diagnosed with bilateral breast waterfall deformity, left implant malposition and palpability with granular ptosis, and right breast baker grade ii capsular contracture. As a result, the patient underwent bilateral removal and replacement with 370 cc mentor memorygel boost breast implants on (B)(6) 2024. This report is for the left breast prosthesis.

Manufacturer narrative:
On december 20, 2024, the mentor analysis lab received the suspect medical device for evaluation. On december 27, 2024, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured, received in five (5) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations measuring 0.1 cm were found in an area of the tear on the posterior aspect. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).